Event description:
It was reported that the intraocular lens (iol) misfired. It is unknown if there was any patient contact. There was no patient injury reported. The product has been discarded. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. First/given name: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.